Manufacturer narrative:
Customer complaint notes, stated buttons don't work. Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. After locked j2/lcd keypad connector in place. No anomalies was notice. Problem isolated j2/lcd keypad connector. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the buttons does not work. Customer stated that insulin pump had dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.